Manufacturer narrative:
(B) (4)

Event description:
It was reported that the patient experienced a shocking/jolting sensation. Additional information has been requested, but was not available as of the date of this report.